Event description:
The event involved a gemstar accessory device where the customer reported that the charger produced a burning smell and smoke but no sparks were seen. A fire alarm was subsequently called. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During verification testing, visual inspection found evidence of smoking/charring between one of the ac power prongs in the ac socket, and on the female end of the ac power cord. The burning smell was observed on the power adapter. Testing found evidence of charring on the ac power cord on the female side, and on the area between one of the ac power prongs and the ground prong in the ac socket of the adaptor. The probable cause was due to an internal electric short inside the power adapter. Testing found the resistance between the two prongs (neutral and hot wires) was 140k ohms, when it should have been at 590k ohms. Applying ac power at this low resistance may result in an electrical overload or possibly a fire. The issue of smoking/charring was investigated under a formal investigation in 2012. One sample was returned for analysis at that time. The probable cause for the failure was due to a defective component (the ac inlet) on the pwa. ¿the ac inlet had a cracked pin that was not visible during receipt examination as it was buried inside the plastic insulator. There is no way to determine when the pin was damaged. The unit worked for a period of time, but as the unit was moved, repeated flexure of the pin by movement of the ac power cord caused it to heat and ultimately fail¿. As a result, hospira sent a customer communication on 02/03/2014 advising customer¿s to: avoid dropping the power supply, use care when plugging and unplugging the device, so that the ac blades are not bent, and avoid wiggling the cord when inserting and removing the power supply cord from the inlet.